Event description:
Related manufacturer reference number: 3006705815-2024-00159 it was reported the patient experienced loss of sensation and the trial leads were removed on (B)(6) 2023.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.